Event description:
The user facility reported that after a completed cycle an employee opened the lid of the system 1e to remove the s40 sterilant container from the tray and residual liquid contacted his face. The employee flushed his face with cold water and was sent to the ER. At the ER he was given a standard vision and abrasion test. The employee passed the eye examine and no abrasions were noted. The employee flushed his eyes again and was sent home for the remainder of the day. The employee is fine with no sustaining injuries. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the cycle printout and found that the cycle completed successfully. The technician further inspected the aspirator probe assembly and found no issue. The employee subject of the reported event was not wearing proper ppe as stated in the operator manual the operator manual states (pp.1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by the facility procedures". Steris conducted in-service on (B)(4) 2013 on the proper use and operation of the system 1e and proper ppe.